Event description:
Philips received information from a customer site concerning a brilliance 64 CT system. With the CT system not in clinical use and no patient involved, the customer was performing cleaning in the CT room and reported a "crack" sound and saw smoke from the uninterrupted power supply (ups). Philips service confirmed there was no harm to a patient, operator, or bystander due to this reported event. Philips service confirmed there was no battery acid leakage, no fire, the fire alarm did not sound, there was no evacuation, and the fire department was not called. Philips service determined the "crack" sound and smoke resulted from a failed ups assembly.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).